Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No over delivery anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. On the event date of 02-dec-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 108250 (10.825 u) and dailytotalofbolusinsulindelivered = 217250 (21.725 u) which is equal to the dailytotalofallinsulindelivered = 325500 (32.55 u). Perform the history review 1 week from the event date 02-dec-2025 in the pump history file and found 4 sensorerroralert (801) on 11/28/2025, 1 lostsensor1alert (780) on 11/28/2025, 1 lowbatteryalert (104) on 11/29/2025 01:24:00.000. Earliest power data available per the power management tool/detail trace file is on 12/14/2025 10:11:59 pm. There was no power data available for the date of 11/29/2025. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump properly paired with the guardian link 4 transmitter. No communication anomaly, lost sensor alert or sensor error alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.9 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. Delivery anomaly-possible over delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer alleged that the insulin pump was over delivering the insulin. The blood glucose value at the time of the event was unknown. The customer fainted due to low blood glucose levels. The hypoglycemic condition was treated with carbohydrate intake and also glucagon in the emergency room(ER). The event involved product(s) mmt-1886. Troubleshooting was performed, and the customer was instructed to revert to a backup plan per healthcare professional instructions. The customer had been using the insulin pump system within 48hours of reported at the time of event. Customer stated auto mode/smartguard feature active at the time of event. No further patient complications were reported. No product return is required for mmt-1886.